Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: kdr901 implantable pulse generator implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had low pacing impedances and undersensing. It was noted that there were no p-waves at .25 mv. The lead was capped and replaced. No patient complications have been reported as a result of this event.